Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that following the explant of the pt's (B)(6) lead for infection (reference MFR. Report # 1627487-2011-06100) she has developed weakness and numbness in her right leg. No further information is available.